Event description:
During a core vitrectomy procedure, reporter noted machine "seized up" with vitreous trapped in the handpiece. Retinal tear occurred. Handpiece was left in the eye while system was changed out. Pt has endophthalmitis.